Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of palmaz stent is off-label.

Event description:
Patient presented with severe reverse tapered neck. The physician planned to treat the neck with a palmaz stent. Access and deployment of a 28-16-140bl bifurcated device, and a 34-34-100rle suprarenal extension were uneventful. The palmaz stent was placed with good results.